Manufacturer narrative:
Product components are manufactured at one of the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine at which location the particular product was manufactured. (B)(6).

Event description:
Consumer reports that the round spin piece of the toothbrush broke off of the head when they were brushing. Consumer reports they were not injured and did not swallow any part.